Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the ria drive shaft broke at the tip.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Review of manufacturing records found no complaint related anomalies.